Manufacturer narrative:
The reported events were lead slack issue, loss of capture and high pacing lead impedance. As received, a complete lead was returned in one piece. The reported events of loss of capture and high pacing lead impedance were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-01457. It was reported that following implant it was noted that the left ventricular (lv) lead had pulled back overnight, and capture threshold was high. The lv lead was repositioned (B)(6) 2024 with difficulty but great parameters. Prior to the lv revision, the physician did not like the position of the right ventricular (rv) lead as it had lost slack. He repositioned the rv lead during the procedure but no capture at high capture thresholds and high pacing impedance was observed after repeated testing. The rv lead was therefore explanted and replaced. Both the lv and new rv lead were connected to the chronic device. The patient's condition following the procedure was stable.